Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. The programmer passed all functional and systems tests with no anomalies found. Product ID: 229047 analyzer. (B)(4).

Event description:
It was reported the programmer does not allow true readings from the analyzer. Zero atrial channel. All cables and analyzer were switched and still had the problem. The programmer and analyzer were returned for repair. No patient complications were reported as a result of this event.